Event description:
It was reported the lead was placed on the left ventricle. However, during measurements high impedance values were observed: approximately 2500 ohms bipolar, approximately 1400 ohms unipolar, and lvtipp to rvring approximately 1800ohms. The physician noted measurements may have been a result of a kink/bend in the lead that occurred during implantation. Consequently, this lead was explanted and replaced. The replacement lead had similar measurements; however, it remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed) at tr spacer. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found, lead functionally normal.